Event description:
It was reported that the deep brain stimulation (dbs) patient experienced increased dystonic and dyskinetic symptoms. High impedance measurements were observed, and it was noted that the patient had a recent non-device related fall that could have been a contributory factor to the reported event. Attempts to reprogram the device were unsuccessful and the patient underwent a revision procedure wherein the lead extension was replaced and the impedances measurements were resolved.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.